Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A user facility clinical application specialist reported an anterior capsule tear in a patient's right eye. The capsulotomy started out fine with a free floating capsulotomy. After the intraocular lens was inserted, the doctor was finishing the capsule when an anterior tear occurred. The case was completed without further issue.

Manufacturer narrative:
As the reported event occurred after treatment with the laser system, the extent to which the laser system contributing to the reported event cannot be determined. Factors including patient anatomy, surgical technique, and patient movement could have also contributed to the reported event. Without a more detailed account of the procedure or a visual record of the surgery, it cannot be determined whether these factors contributed to the reported event. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Based on assessment, the product met specifications at the time of release. (B)(4).